Manufacturer narrative:
Concomitant medical products: d284drg, ICD, implanted: (B)(6) 2010.

Event description:
It was reported that the patient's right ventricular (rv) lead had a lead integrity alert (lia) triggered for high sensing integrity counter (sic) counts and fifteen non-sustained ventricular tachycardia episodes. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.